Event description:
It was reported that a patient underwent an implant procedure of an orbital floor plate (35 mm x 35 mm) on (B)(6) 2014 due to right orbital sinus fracture. On an unknown date approximately a few months ago, the patient began experiencing headaches and right-sided facial and neck swelling. On two separate occasions, the patient was also diagnosed with an infection of the implant. The treatment on both occasions was antibiotics (dates unknown). X-ray(s) taken on an unknown date also confirmed that the plate had partially dissolved. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: exact dates of postoperative issues are unknown. It is unknown if the device has been removed. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.